Manufacturer narrative:
(B)(4). Most likely underlying root cause of malfunction user's test strip had poor storage. Investigation completed and product evaluated with no defects found. Product codes: (code no longer available).

Event description:
Consumer complaint of about high blood results. Customer states that she feels well and requires no medical attention. Customer's expected blood results are 120-125mg/dl fasting. Verified the strips expire 11/30/2017. Customer confirms the strips are stored on the kitchen table and that the strips were first opened (B)(6) 2015. Reviewed meter memory: 227mg/dl, (B)(6) 2015 09:15:00 am, fasting: yes. 236mg/dl, (B)(6) 2015 08:30:00 am, fasting: yes. 176mg/dl, (B)(6) 2015 08:00:00 am, fasting: yes. 181mg/dl, (B)(6) 2015 09:30:00 am, fasting: yes. 172mg/dl, (B)(6) 2015 09:30:00 am, fasting: yes. No adverse event reported.

Manufacturer narrative:
(B)(4). Product not yet returned.

Event description:
Consumer complaint of about high blood results. Customer states that she feels well and requires no medical attention. Customer's expected blood results are 120-125mg/dl fasting. Verified the strips expire 11/30/2017. Customer confirms the strips are stored on the kitchen table and that the strips were first opened (B)(6) 2015. Reviewed meter memory: 1:227mg/dl, (B)(6) 2015, 09:15:00 am, fasting: yes; 2:236mg/dl, (B)(6) 2015, 08:30:00 am, fasting: yes; 3:176mg/dl, (B)(6) 2015, 08:00:00 am, fasting: yes; 4:181mg/dl, (B)(6) 2015, 09:30:00 am, fasting: yes; 5:172mg/dl, (B)(6) 2015, 09:30:00 am, fasting: yes; no adverse event reported.